Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: machines with certain reference number is introducing air into the system. So much air you can't clear the error message.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Follow-up 1 had incorrect information. Here is the updated investigation results: one (1) sample was submitted to the manufacturer for evaluation. Through visual examination, no visual defects were identified. The sample was subjected to a leak test per specification; the sample pass with no leakage observed. The sample is within specification; the reported issue was not observed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While the reported issue could not be observed nor replicated, air in line is a known issue. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [FDA res # 97609]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, no visual defects were identified. The sample was subjected to a leak test per specification; the sample pass with no leakage observed. The sample is within specification; the reported issue was not observed. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [FDA res # (B)(4)]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.